Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis intact and in good condition. The device history log was reviewed with a noted high pressure alarm messages after pump started. Performed three separate delivery accuracy tests and the pump was visually inspected. The complaint was duplicated. Three separate delivery accuracy tests were performed revealing one test was outside the pump's delivery accuracy manufacturing specifications. Based on the evidence the inaccurate delivery was the cause of the problem. However, it was noted that the pump was operating properly.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system under infused by approximately 10%. There were no reported adverse effects.